Manufacturer narrative:
Correction: d6b: explant date of "(B)(6) 2021" was previously not included in report from (B)(6) 2021. Correction: h1: type of reportable event was previously not changed to "serious injury" in report from (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for an implant procedure on (B)(6)2021. During the procedure, it was noted that the patient experienced extra-cardiac stimulation on their left ventricular lead. The lead was explanted and replaced.

Event description:
New information notes that the extra-cardiac stimulation was actually noted days after the implant procedure. The explant procedure was also noted to have taken place on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Correction - b3 - date of (B)(6) 2021 should have been (B)(6) 2021.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6 - investigation findings code of "213 - no device problem found" should have been "3211 - deformation problem," and investigation conclusions code of "67 - no problem detected" should have been "61 - unintended use error caused or contributed to event" the damage found was sustained during procedure. The lead was otherwise normal.